Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damage to the power button consistent with mishandling. The damage is not consistent with normal wear and tear. The on/off gasket and main board will be replaced. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.